Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the device seized, jammed, and was moving heavily. It was noted that the motor was blocked. It was further determined that the device failed pretest for check for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the air reamer/drill device was powerless. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.